Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date the patient had blood glucose (bg) reading was over 500 mg/dl with dizziness, headache, nausea, extreme thirst and generally not feeling well. Additionally, the reporter noted that the patient¿s bg was generally high in the evenings. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy with no information provided regarding any recent adjustment to the pump settings. Customer technical support agent reviewed the event with the reporter. No information was provided regarding the basal and bolus deliveries, potential bg issue and potential perceived inaccurate delivery issue. Review of pump setting revealed that no basal rate was set between 9:300pm and 12:00am. The patient was advised to contact the health care provider regarding the correct setting for the evening. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown cause and a use error in that the basal rate was not set for the evening.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.